Manufacturer narrative:
The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure.

Event description:
Consumer reported experiencing symptoms of eye burning and lid swelling after using the contact lens solution. Consumer reported seeking a medical evaluation during which time they reported to have been provided with unspecified medication for a chemical burn and inflammation. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.